Event description:
One broken lens from the boxes I ordered. Left eye / bc / dia / (8.3/14.0) / pwr (-1.50) (B)(6) after I tried one lens, I found out that my left eye was watering and became very red and irritated. When I took the lens out, and I saw two micro cuts on the lens. It was a defective batch. When I contacted the company about the worry I have towards the lens, they were rude and not helpful at all. The same issue I have experienced before too, but I didn't ask for any refund or replacement. This time, I filed the complaint, and they were very rude.